Event description:
It was reported that, the wing nut snapped off during removal. A replacement was on hand so there were no adverse consequences to the pt.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.